Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report stating pentax model ed-3490tk/serial (B)(4) cultured positive after sampling performed on (B)(6) 2018. The sampling performed on (B)(6) 2018 yielded a total of 11 cfu comprised of the following 5 isolates: variable rods, paenibacillus provencensis. Positive rods, bacillus species. Positive cocci, staphylococcus epidermis. Variable rods, terribacillus goriensis. Variable rods, bacillus species. The duodenoscope was returned to pentax medical for evaluation. The pentax medical service inspection findings included the following: segment steel braid cut. Distal cap-fixed type passed seal integrity inspection. Passed wet/dry leak test. Repairs were performed on the duodenoscope which included replacement of the following components: biopsy inlet t-piece pb-free. Air/water tube. Deflector body. Deflector body link. Deflector operating wire. Operation channel. Bending rubber. Distal case/cap. Adjusting collar. Segment attaching screw. Distal case attaching screw. Segment assy attaching screw. Staycoil collar. Segment staycoil assy imp-c/pb-free. Rl and ud pulley assy.

Manufacturer narrative:
Hoya corporation pentax tokyo office, specification developer, registration no. (B)(4). Pentax of america, inc., importer, registration no. (B)(4). Pentax of america, inc. (Importer) is submitting the report on behalf of hoya corporation pentax tokyo office (exemption number e2015036). Result codes(s): wear problem FDA 140. Conclusion code(s): device repaired and returned FDA 63.

Event description:
After completion of all inspection and repairs, the duodenoscope was shipped back to the customer on 04/17/2018 under the reference delivery number (B)(4). On 05/18/2018, a device history review was performed confirming the endoscope was manufactured under normal conditions, however it failed during final inspection (scratch at the ift). It was reworked where the ift (insertion flexible tube). Was exchanged and it passed all required inspections, and was released accordingly. Also, there were no concessions and the dates of approval for shipment and actual date shipped were confirmed. Pentax ed-3490tk/serial (B)(4) has been routinely serviced by a pentax facility since the device was shipped to the customer on 12/13/2012. Corrective action (B)(4), was initiated on 10 apr 2018 for a sampling and culturing study trend and is still in the investigation process. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.